Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states a few days after the catheter was inserted into the home care pt; a hole was discovered in the catheter when the pt came in for dialysis treatment. The catheter was pulled and replaced. No pt injury.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.